Manufacturer narrative:
Product analysis: brief description of complaint: without pressing any button, the function of cutting could not stop. This was the initial use of the blade. This problem occurred after about 15 minutes into surgery. There were no error or fault codes on the generator. The doctor reconnected the blade, checked the electrode pad and restarted the generator; however, the problem was not able to be resolved. Investigation conclusion: the reported issue was not confirmed. The device functions as intended with no failures found. The reported complaint of the device remaining active and delivering energy could not be recreated in the laboratory environment. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical case, the plasmablade remained active when the button was not pressed. There was no injury to the user or patient.

Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information and follow-up for additional information is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical case, the plasmablade remained active when the button was not pressed. There was no injury to the user or patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.